Event description:
The hcp reported the device system was explanted due to possible infection and cellulitis. The pump was returned to the MFR for analysis. A follow up report will be sent when additional info is received.